Event description:
An (B)(4) accudrain with anti-reflux valve was being used during a procedure, however, the accudrain could not be flushed. A revision was required to replace the system with a new drain and there were no further problems. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.